Event description:
It was reported that via merlin.net non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Recommended programming changes were made. Patient was fine after event.